Event description:
It was reported that the patient¿s Dexcom G7 continuous glucose monitor (CGM) was not paired to the iLet pump because the sensor pairing code was not entered, and the patient was guided to input the correct sensor code on the pump to initiate pairing and warmup, indicating a user procedure issue with no specific device component implicated. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.